Event description:
It was reported that balloon rupture occurred the 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. It was initially inflated at 16 atmospheres for 15 seconds. However, during second inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.